Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system cabinet was offline. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline. The technical support specialist remoted in and had the customer check the back of the cabinet to see if the switch was at '1' instead of '0'. The customer checked and confirmed that the cabinet was at '0'. The customer switched it to '1', and everything was good. The cabinet came online. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system cabinet was offline. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section d medical device catalog and unique identifier (UDI).

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system cabinet was offline. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.